Event description:
Clinical study. It was reported that following a stenting treatment procedure, the patient experienced target vessel re-intervention (tvr) for in-stent restenosis. The patient presented for treatment with an acute myocardial infarction (mi). Target lesion 1 was identified in the first obtuse marginal branch (om1). Target lesion 1 was treated with a taxus express 2 2.75mm x 12mm stent. The patient was prescribed aspirin and plavix as discharge medications. There was no additional information reported at this time regarding the initial coronary drug eluting stenting procedure. At 390 days following the coronary drug eluting stenting procedure, the patient was admitted for their 13 month repeat catheterization. It was determined that a tvr was necessary for in-stent restenosis of the first obtuse marginal branch (om1). The om1 was predilated and treated with a 2.50mm x 12mm taxus express2 stent. The om1 was post dilated for this intervention. The patient was discharged painfree and without complications the next day. In the opinion of the physician, the event was definitely related to the study device.

Manufacturer narrative:
Device evaluation - the stent remains in the patient and the delivery device was not returned, therefore, no direct product analysis will be available.